Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer rebooted the system and the reported issue was not repeated. The system was returned to service. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.